Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. A functional test was performed to further investigate the reported issue. The customer's issue was confirmed. The air detector sensor was found to be detective and inoperable due to reasons unknown. The air detector was replaced.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The issue was found to be a faulty air detector. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an "air in line" alarm. There were no reported adverse events.